Event description:
It was reported to medtronic minimed that the customer experienced an audio/vibrate anomaly/absence of alarm, rewind anomaly, charge/battery lasts less than expected, sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. The customer is reporting a discrepancy between sg and bg. The customer reported a short battery life or a low battery alarm. The customer reported an audio/vibrate anomaly. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. The pump primed and seated properly when the test reservoir was detected. No rewind anomaly noted. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. Successfully downloaded history files and traces using thump software. The pump uploaded to care link pro without any errors. The pump was cut open and traces of moisture on pcba1 and battery tube noted during visual inspection. The pump was received with minor scratches on lcd window, cracked case (battery tube) and scratched case. In summary, the pump passed functional testing. Audio/vibrate anomaly/absence of alarm not confirmed. Rewind anomaly not confirmed. Charge/battery lasts less than expected not confirmed. Expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.